Event description:
It was reported that low impedances were measured while doing a stage 2 procedure. The extension had been reinserted multiple times and wiped down. The extension was replaced and the short circuit was still present. The battery was not replaced as it was an unusual parameter to program. Case readings were as follows c-0=1281, c-1=704, c-2=1457, c-3=704, 1-3=32. The readings indicated a problem with the lead. It was unk if the pt was receiving effective stimulation therapy. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information. During the implant procedure the lead was tested with a twistlock connector and the impedances were within normal range. The device was programmed around the contacts with low impedances, and the patient was getting "good" therapy. The patient was in "good" condition.